Event description:
It was reported the patient charged their implantable neurostimulator (ins) four days prior to report and each day it had been depleting by about a quarter, which the patient stated it didn¿t usually do. It was stated the patient¿s ins had been depleting more rapidly for a while and the patient suspected the ins was overdischarged. It was noted the patient was able to charge their ins and it was stated if the patient could charge then the ins was not overdischarged. It was later reported the patient still had concerns regarding their device or therapy, but was working with their health care professional (hcp) or manufacturing representative. It was noted the patient had an appointment with their hcp on (B)(6) 2013. Additional information received reported the ins was going to be replaced and the replacement was scheduled for (B)(6) 2013. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Analysis of neurostimulator model 37712 serial # (B)(4) showed no anomalies.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37082-20, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 3888-45, lot# v118079, implanted: (B)(6) 2008, product type lead; product ID 3888-45, lot# v118079, implanted: (B)(6) 2008, product type lead; product ID 3487a-45, lot# v088421, implanted: (B)(6) 2008, product type lead; product ID 37082-20, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3487a-45, lot# v088421, implanted: (B)(6) 2008, product type lead. (B)(4).

Event description:
Additional information received reported the implantable neurostimulator was removed on (B)(6) 2013. It was noted the patient felt the recharge intervals were becoming shorter so the patient¿s doctor decided to replace the device. It was further noted the patient had two epidural leads and two subcutaneous leads. The reporter stated the recharge intervals were ¿fairly appropriate¿ based on the energy requirements. It was noted impedance testing was completed. It was further noted the patient was programmed with fewer active electrodes and the pulse width and rate were modified to mitigate energy requirements and extend recharge intervals. It was noted there were no patient symptoms and the patient status at the time of this report was alive with no injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.